Manufacturer narrative:
Correction: - "recall" and "z-0457-2012" should have been included on the initial MDR.

Event description:
New information received stated that the lead was explanted on (B)(6) 2017. It was noted that the patient's device system was electively replaced as well. No further information was reported.

Event description:
It was reported that the rv lead was explanted. The rv lead was inactive and capped in 2013 due to externalized conductors. No further information available at this time.